Manufacturer narrative:
The customer stated the same lot of glu reagent was producing normal results when ran on an alternate unit. A bci field service engineer (fse) found partially clogged sample probe. Fse cleaned the probe and recalibrated glu. Qc performed within established specifications post cleaning and recalibration. Root cause appears to be a partially blocked sample probe.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to suppressed glucose cartridge results generated by unicel dxc 600 pro synchron chemistry analyzer. The samples were repeated and normal results were obtained. Patient results are not available. The results were not reported out side of the laboratory. Patient treatment was not impacted by this event.